Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of a left common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic endovascular graft exclusion procedure. Reportedly the suture broke for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18fr and the abdominal aortic endovascular graft exclusion procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.